Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any further issues arose.